Manufacturer narrative:
Device evaluation summary: according to the information received, a breast prosthesis was observed to be ruptured during a breast augmentation procedure. The investigation was completed on a photo of the suspect medical device because the physical device has not been received by mentor. Upon visual evaluation of the image provided in the complaint, the implant was observed to be ruptured but no rent or puncture could be observed. As the product involved in this complaint was not received, the device couldn't be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Reason for device explant and/or reoperation: n/a mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that during a scheduled primary breast augmentation procedure, a mentor memorygel breast implant 350cc gel breast prosthesis was observed to be ruptured. The procedure was completed with a different mentor memorygel breast implant 350cc gel breast prosthesis. There was no reported patient consequence.

Manufacturer narrative:
On 03-aug-2023, the mentor failure analysis lab received the device for evaluation. Additionally, mentor became aware of that the correct lot number is 9651006 and the correct serial number is (B)(6). It is a mentor memorygel breast implant 350cc gel breast prosthesis, catalog #3503501bc, UDI #(B)(4). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On 08-aug-2023, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, during a scheduled breast augmentation procedure, the breast implant appeared to be ruptured. The product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed, in accordance with mentor procedures, and no sites of gel exposure were detected during the analysis. Although in the photo initially provided by the customer, the implant could have been observed with damage, upon leak testing of the returned device it was confirmed that it was not damage and with no gel exposure. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, CAPA activity was not required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).